Event description:
Add'l info rec'd from MFR 1/20/04: MFR completed a review of its records. MFR has determined that this event has been previously reported by vascular solutions (vsi) as MDR 2134812-2003-00407 filed on 09/29/03. There has been no new info received regarding this event.

Event description:
Pt admitted with acute heart failure. Found on echo to have severe hypokinesis of the anterior wall of the left ventricle. Cardiac catheterization revealed a discrete 95% proximal left anterior descending coronary artery stenosis. Angiomax and plavix were administered. Lesion was primarily stented without complication. Sheath was removed in the catheterization lab and hemostasis obtained with a duet closure device. Pt returned to monitoring ward. Six hrs later pt suddenly became hypotensive and then developed electromechanical dissociation and could not be resuscitated. Autopsy findings revealed a patent stent, anterior ischemic myocardium and a large anterior peritoneal hematoma.